Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failed to deploy. Block h11: investigation summary: the speedband superview super 7 device was not returned for analysis. A media analysis was performed on the reported photo, and it was seen that the ligator housing had all seven bands attached to it, one band was damaged, and one band was overlapped. The reported events of bands failure to deploy and bands damaged/defective were unable to be confirmed. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported that the bands were knotted and failed to deploy. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported that the bands were knotted and failed to deploy. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.